Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. The reporter was unable to provide the quantity of affected product, lots and market units related to this complaint issue, therefore this case covers the unknown quantity, market units and affected lots. Complainant was unable to provide the lot number. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the starter hole was off center. The end user was unable to provide the quantity, lots and number of affected market units. No harm was reported. No photograph provided.